Manufacturer narrative:
Additional information h4 - device mfg date. The field service representative (fsr) inspected the instrument and observed leaking from the tbg, wash manifold - h2o nozzle #4 b. Several parts, including the tbg, wash manifold - h2o nozzle #4 b, and wash manifold tubing for nozzle #6b were replaced which resolved the issue. No additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the tbg, wash manifold - h2o nozzle #4 b, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any potential non-conformances or non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000, serial number (B)(6) , or the tbg, wash manifold - h2o nozzle #4 b, was identified.

Event description:
The customer observed falsely decreased magnesium results generated on the architect c16000 for a patient sample. The following data was provided (customer¿s reference range 0.7 - 1.0 mmol/l): sample ID (B)(6) initial result = <0.25 mmol/l, repeat results on another analyzer = 0.91 mmol/l and 0.93 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely decreased magnesium results generated on the architect c16000 for a patient sample. The following data was provided (customer¿s reference range 0.7 - 1.0 mmol/l): sample ID d23248604h initial result = <0.25 mmol/l, repeat results on another analyzer = 0.91 mmol/l and 0.93 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.